Event description:
It was reported that bd ultra fine¿ pen needles were causing pain to the patient; resulting in medical intervention. The following was reported, "consumer reported during her injections, she experiencing excruciating pain. Also getting a burning sensation when insulin is going into her site. Said she thought the smaller pen needle would be less painful than a longer pen needle. Stated she called her doctor and he switched her to a longer pen needle, (8mm). Lot: 8109708, expiration date: 2023-04-30, item: 320122. Samples available to send in. Does not re-use. Primes before injection."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were causing pain to the patient; resulting in medical intervention. The following was reported: "consumer reported during her injections, she experiencing excruciating pain. Also getting a burning sensation when insulin is going into her site. Said she thought the smaller pen needle would be less painful than a longer pen needle. Stated she called her doctor and he switched her to a longer pen needle, (8mm). Lot: 8109708, expiration date: 2023-04-30, item: 320122. Samples available to send in. Does not re-use. Primes before injection."